Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event; a follow-up report will be sent upon completion of the device evaluation.

Event description:
It was reported the elevator tip broke during a procedure. The broken tip was not embedded in the patient. There was no delay and no injury to the patient.

Manufacturer narrative:
One elevator #301 was returned without the original packaging. The elevator was visually evaluated and the tip was found to have been broken off. There are scratches and normal signs of wear indicating the use of the instrument; no discoloration was observed. The complaint was verified as the instrument tip was broken off. The most likely cause of the fracture was determined to be excessive force by the user. The instructions for use for this product states in the section titled warnings and precautions: ¿the tip of the instrument is extremely thin and delicate, care should be taken to avoid applying significant pressure to the tip.¿ no non-conformance was found for this device. There are no indications of manufacturing defects.